Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a physician who contacted the company to report an adverse event, concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog) via reusable unknown type humapen, for the treatment of type I diabetes mellitus, beginning in 2008. Dosage regimen and frequency were not reported. On an unspecified date, her humapen jammed she took double of her dose of insulin lispro (pc 3589628; lot number unknown). In consequence, her blood glucose level decreased she fell down and hit her head; therefore she was hospitalized. In addition she her temporomandibular joint syndrome (tmj) was being stabilized (no details provided). By (B)(6) 2016, she continued on insulin lispro treatment but she switched from the humapen to administer the treatment with a syringe. Information regarding additional corrective treatment, outcome of events was unknown. The patient was the user of the device. Training status, general and suspect device duration of use, and status of the device were not provided. The reporting physician did not provide an opinion of relatedness between insulin lispro or humapen and the reported events. Edit 01-mar-2016: case opened by mistake. Update 02mar2016: upon review, this case was opened to update the medwatch fields for regulatory reporting; and added the device use elements to the narrative.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 02aug2016 in describe event or problem. Continued: evaluation summary: a female patient reported that her humapen luxura hd device was jammed and she took a double dose of insulin. She experienced decreased blood glucose levels. The device was not returned to the manufacturer for investigation (specific device type unknown, batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a physician with additional information from a consumer, via sales representative, who contacted the company to report an adverse event, concerned a (B)(6) female patient of unknown origin. Medical history included type 1 diabetes since 1977. Concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog) via reusable pen (humapen luxura hd), for the treatment of type I diabetes mellitus, beginning in 2008. Dosage regimen and frequency were not reported. On (B)(6) 2016, she took two units of insulin after testing 15 (units were not provided) after dinner, then two hours later, she tested again and was 18 (units were not provided) and took an additional three units, due to a failure in her humapen luxura hd ((B)(4); lot number unknown) the first two units remained in the pen so the second injection gave her five units at once; she went to bed and three hours later she woke up feeling like she had a very low blood sugar, she tested and was 0.7 (units were not provided), she intended to make juice and fell to the floor injuring her head and elbow; she made juice, crackers and peanut butter, her blood sugar came up. She could not sleep for the rest of the night because of the pain in her head from the fall and her fear; then she was hospitalized and was diagnosed with a concussion. In addition her temporomandibular joint syndrome (tmj) was being stabilized (no details provided). By (B)(6) 2016, she continued on insulin lispro treatment but she switched from the humapen luxura hd to administer the treatment with a syringe. Information regarding additional corrective treatment, outcome of events was unknown. The patient was the user of the device. Training status, general and suspect device duration of use were not provided. The device was not returned. The reporting physician did not provide an opinion of relatedness between insulin lispro or humapen luxura hd and the reported events. The reporting consumer did not provide an assessment of relatedness between insulin lispro and the events but assessed the events were related to the humapen luxura hd. Edit 01-mar-2016: case opened by mistake. Update 02mar2016: upon review, this case was opened to update the medwatch fields for regulatory reporting; and added the device use elements to the narrative. Update 18-mar-2016: information was received on 15-mar-2016 from the reporting physician. No additional information was added to the case since patient had not been in contact with her physician and no further information had been provided. Edit 19-may-2016: upon review of internal information the causality for device was corrected for the events of fall, head injury and incorrect dose administered. Update 19-may-2016: additional information received on 17-mar-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian device reporting elements; and updated the narrative. Edit 08-jun-2016: no follow-up information was received for this case, it was just unlocked on 03-jun-2016 by affiliate in order to pull a previous report and then another report had to be scheduled for proper submission to be appropriate regulatory authority. Update 27-jul-2016: additional information received on 22-jul-2016 from a consumer via sales representative. Added a consumer as reporter, type 1 diabetes as medical history, laboratory of blood glucose, onset date for the events of concussion, fall, blood glucose decreased, blood glucose increased, joint injury, wrong dose, sleep disorder, fear; also added the serious events of elbow injury and head pain and the non serious events of blood glucose increased, sleep disorder due to a medical general condition, fear, recoded the event of head injury to concussion, updated description as reported from the event of wrong dose, recoded the device to humapen luxura hd. Updated narrative accordingly. Edit 29jul2016. Case was opened to update the european/canadian device fields and medwatch device fields for device mailing. No new information. Update 02aug2016: additional information received on 02aug2016 from the global product complaint database added the device specific safety summary; added the device was not returned; reiterated the device model of humapen luxura hd; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
New, updated and corrected information is referenced 19may2016. No further follow up is planned. Evaluation summary a female patient reported that her humapen device was jammed and she took a double dose of insulin. She experienced decreased blood glucose levels. The device was not returned to the manufacturer for investigation (specific device type unknown, batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a physician who contacted the company to report an adverse event, concerned a (B)(6)-year-old female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog) via reusable unknown type humapen, for the treatment of type I diabetes mellitus, beginning in 2008. Dosage regimen and frequency were not reported. On an unspecified date, her humapen jammed she took double of her dose of insulin lispro (pc 3589628; lot number unknown). In consequence, her blood glucose level decreased she fell down and hit her head; therefore she was hospitalized. In addition she her temporomandibular joint syndrome (tmj) was being stabilized (no details provided). By (B)(6)-2016, she continued on insulin lispro treatment but she switched from the humapen to administer the treatment with a syringe. Information regarding additional corrective treatment, outcome of events was unknown. The patient was the user of the device. Training status, general and suspect device duration of use were not provided. The device was not returned. The reporting physician did not provide an opinion of relatedness between insulin lispro or humapen and the reported events. Edit 01-mar-2016: case opened by mistake. Update 02mar2016: upon review, this case was opened to update the medwatch fields for regulatory reporting; and added the device use elements to the narrative. Update 18-mar-2016: information was received on 15-mar-2016 from the reporting physician. No additional information was added to the case since patient had not been in contact with her physician and no further information had been provided. Edit 19-may-2016: upon review of internal information the causality for device was corrected for the events of fall, head injury and incorrect dose administered. Update 19-may-2016: additional information received on 17-mar-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and (B)(6) device reporting elements; and updated the narrative.